Manufacturer narrative:
Continuation of d10: product ID: unknown medtronic, product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files and the 2ach20 mapping catheter with lot number 9872576 were returned and analyzed. Two pictures were received for analysis. The first image showed the tip/loop of the mapping catheter damaged and torn. The second image showed the tip/loop of the mapping catheter damaged and ribbed. Visual inspection of the loop segment area showed the loop was ribbed near the electrodes. The loop was detached near electrode 8. Visual inspection of the electrode(s) showed that electrode 8 was displaced from its original location. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the reported issue (mapping catheter was getting stuck at the tip of the balloon catheter) was c onfirmed through analysis. The catheter failed the returned product inspection due to a ribbed material on the pebax tubing, a broken/detached loop (pebax tubing) and a displaced electrode the loop of the pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was getting stuck at the tip of the balloon catheter. It was also reported that an error message was received stating that the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection). Despite the issues the case was completed with cryo. No patient complications have been reported as a result of this event.